Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effect of stenosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023, two absolute pro stents, sizes 6.0x150 mm and 6.0x100 mm, were implanted in the right proximal superficial femoral artery (sfa). In the beginning of august 2024 the patient had claudication. Ultrasound on (B)(6) 2024 showed there was in-stent restenosis only in the 6x100 index stent. Revascularization via angioplasty was performed only in the 6x100 stent in the target lesion on (B)(6) 2024. The condition resolved with no sequelae. No additional information was provided.